Manufacturer narrative:
(B)(4).this report was not confirmed. The lot number is unknown; therefore, a batch review was not performed. Based on the information gathered during baxter's investigation, the root cause of this report was not determined. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). This report was not confirmed due to the lack of a sample. Based on the information gathered during baxter's investigation, the cause of the leak was not determined. The lot information was unknown; therefore, a batch review was not performed. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
During troubleshooting for a related report, the hp reported a leak in the drain line. The hp was not connected at the time of the incident. There was no patient injury or medical intervention.